Event description:
The physician had been dilating the diagonal artery with a 2.5mm balloon. The vessel was somewhat calcific and after several dilations the artery dissected. The physician asked for a 3.0 j & j stent. He removed the stent from the sds and placed it on the previously used 2.5mm balloon, after re-grooming it. The 2.5 mm balloon and stent were then tracked over the wire up to the ostia of the diagonal artery. After several attempts were-made to re-cross the dissection, the balloon catheter was removed from the guiding catheter and the stent was no longer on the balloon. It was suspected that the stent was dislodged from the balloon and remained, underdeployed stent was in the diagonal artery. The pt was then sent to surgery for a 4-vessel coronary artery by-pass operation. The guiding catheter and guidewire were left in place in the pt for transport to surgery, in order to keep the vessel open. The surgeon was instructed to dissect the guiding catheter upon removal and did so. The stent was not found in the guiding catheter, or on the guidewire. The surgeon confirmed that the underdeployed stent was in the diagonal artery by palpation, and the artery was by-passed. The pt experienced no complications after surgery.